Manufacturer narrative:
E1, g3,4: additional information.

Manufacturer narrative:
Patient medical history includes but is not limited to: cancer, migraine clusters, hypertension, hyperlipidemia , copd, pancreatectomy, splenectomy, tonsillectomy, morphine allergy. Concomitant medical products: patient medications include but are not limited to: albuterol, hydrochlorothiazide 25mg q day, metoprolol 25mg q day, lisinopril 20m q day, asa 81mg q day, simvastin 40mg q day, mupirocin 2% ointment. As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tgmr373715/(B)(4). According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: death.

Event description:
On (B)(6) 2020 this patient underwent endovascular treatment of a thoracic aortic aneurysm. Prior to implant two gore® tag® conformable thoracic stent graft with active control system (ctag ac) bypass of innominate artery, then bypass to left common carotid artery, then bypass to left subclavian artery were performed. After this was completed the surgeon planned to position a ctag ac (tgm343420) for a zone 1 proximal landing. Then extra corporal perfusion of head vessels, repair of ascending aorta utilizing a 32mm woven graft with distal anastomosis to proximal aspect of (tgm343420). Due to concerns of distal anastomosis hemostasis, the surgeon planned to bridge the anastomosis utilizing a second ctag ac (tgmr373715). The bypasses were successfully completed via median sternotomy. The surgeon gained arterial access via right common femoral artery and performed wire exchange for lunderquist double curve extra stiff wire and then a dsf2233 (lot s/n (B)(4)) was successfully and uneventfully inserted. Next angiographic imaging was acquired, and tgm343420 was successfully deployed for a zone 1 proximal landing. Surgeon opted to pre-position tgmr373715 within existing ctag graft. This was when cardiac arrhythmia was noted, and physician pulled the stiff wire back in an effort to resolve the arrhythmia. Numerous medications were administered, direct electric shock failed to convert the heart arrhythmia, manual compression of the heart, external pacing of the heart failed to produce sufficient circulating pressure. After a period of time without successful resolution, the resuscitative measures were halted. The patient expired intraprocedure.